Event description:
A consumer reported experiencing poor vision, blurry vision and halos following bilateral intraocular lens (iol) implant surgery. The consumer reported that his vision has been getting progressively worse since the surgery. Consumer was restarted on medications for inflammation during the postoperative period. The surgeon also noted during the postoperative period that the consumer had been restarted on medication to control his diabetes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/30/2009, 11/02/2009, 11/03/2009, 11/09/2009, and 11/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).